Manufacturer narrative:
CAPA 2023-006. The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6040349 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for lot# 6040349 and found no additional product in stock to review. Investigation methods/results: the customer has not returned the complaint part for investigation to date. However, the non-visual device investigation has been completed. Root cause: "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of periodontitis disease. IFU 4989 rev 7.0 (inclusive tapered implant system) contains the following statement in the contraindications section: "inclusive tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 4989 rev 7.0 (inclusive tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 4989 rev 7.0 (inclusive tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 4989 rev 7.0 (inclusive tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin."

Manufacturer narrative:
H6: health effect - clinical code: 2377 was inadvertently reported in the initial report. Capa23-006. Manufacturer reference: (B)(4).

Event description:
The device was determined to have lost integration and was removed.

Event description:
It was reported that the inclusive tapered implant failed. The bone grade is noted as grade ii and oral hygiene is "good." The patient has no medical, however there is a dental history of periodontitis prior to implant. The patient presented on (B)(6) 2019 for implant placement on tooth #10 with the patient returning on (B)(6) 2022 with complaints of pain. Upon exam the provider notes inflammation, an infection, granulation tissue and bone loss. The device was removed but not replaced.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. This is the third of four implant complaints for the same patient. See manufacturer report for the remaining complaint : 3011649314-2023-00071, 3011649314-2023-00072, 3011649314-2023-00074.